Event description:
It has been reported to philips that the system would not boot. It would stop at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the flexvision pc failed to bootup. Review of the log file confirmed the failed to initialize all grabber cards malfunction. Upon troubleshooting, philips field service engineer (fse) confirmed the flexvision pc grabber card errors. The defective flexvision pc was returned for failure analysis and confirmed that the failure mode was due to wrong hdd bay component. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.